Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert with suspicion of premature battery depletion (pbd). The plan is to have frequent follow ups every three months until the device triggers elective replacement indicator (eri). A replacement procedure was scheduled. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert with suspicion of premature battery depletion (pbd). The plan is to have frequent follow ups every three months until the device triggers elective replacement indicator (eri). This device remains in service. No adverse patient effects were reported.